Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump lost power during the night. The reporter stated that there was water behind the display screen. The reporter confirmed that there was no noted damage to the pump or the battery cap. The reporter confirmed that the battery cap was replaced not long ago and the battery cap was being secured per the pump user guide. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.